Event description:
An implant card was received indicating leads were replaced due to reported high impedance. It was later noted that this indicator was first observed at an office visit. It was also indicated that during the surgery, the connector pin was reinserted and checked for complete insertion, but high impedance was still observed. The patient's lead and generator were explanted and replaced. The explanted devices were discarded and were not available for return to the manufacturer for analysis. Programming history was reviewed, confirming the high impedance observed at the office visit. No additional relevant information has been received to date.